Event description:
It was reported that a half day infusor had particulate matter inside its balloon. The device was filled with desferrioxamine . There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured october 30, 2014 - october 31, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed white particulate matter approximately 2.16 mm in length, floating in the reservoir. Fourier transform infrared spectroscopy identified the particle to be polyisoprene material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.